Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, prior to extending the helix of the left ventricular (lv) lead, all electrical parameters were in the correct range, however, once the lead was fixed, the pacing impedance was high in any configuration that included the lead tip. The physician attempted to remove the lead but it was not possible to unscrew the helix. The lv lead was implanted and remains in service. A post-operative check indicated the pacing impedance value was within range and no corrective actions will take place. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the left ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.